Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a needle to cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. The physician was informed that a needle tip was detached and was not returned with the device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It may be possible that the posterior needle tip interacted with calcification such that contributed to a posterior cuff miss. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. D9 - device available for evaluation updated from not returning to returning.

Event description:
Subsequent to the initially filed report: analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a prostyle device after an unknown interventional procedure. Reportedly, the suture snapped when the device was deployed with two prostyle devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.